Event description:
It was reported that the bd maxplus pressure rated extension set with removable needleless connector was clogged. The following information was provided by the initial reporter: unable to prime line during IV start.

Manufacturer narrative:
H.6. Investigation summary: one sample model mp5303-c, lot 23019104 was returned for investigation. The set was examined for defects and abnormalities. Excess solvent was observed near the male luer. The set was attached to a 10 ml bd syringe filled with water and confirmed that the sample was unable to be flushed. The customer complaint that saline would not flush was able to be replicated. A device history record review for model mp5303-c lot number 23019104 was performed. The search showed that a total of 32003 units in 1 lot number was built on 19jan2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement. H3 other text : see h.10